Event description:
It was reported the pt presented with dyspnea and fatigue. An echo was performed and revealed stenosis of the aortic valve. The pt went in for surgery in 2006. When the surgeon opened the aorta, a significant amount of thrombus was present. The surgeon cleaned the leaflets of the valve of any thrombus. The valve was not explanted and the pt is reported to be doing well. Additional info has been requested.